Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked after the indwelling needle has been successfully inserted, blood leaks from the end of the needle. A claim needs to be filed and a complaint response letter is required, but no complaint acceptance letter is required. The defective product cannot be returned and no photos are available.

Manufacturer narrative:
1. DHR/bhr review lot#4080076 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was 99,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the specific site and state of the damage of the catheter cannot be identified, the root cause of the leakage of the catheter cannot be confirmed.

Event description:
Information provided on 11/01 indicated that a duplication of this complaint existed in our system and an MDR was filed under MFR#:3002601200-2024-00586. The following information has been added to this complaint recorded from the duplicate: 20241009, at about 10:00, in ward 10a of jiaxing city first hospital, a nurse used a ¿closed intravenous needle¿ to perform rehydration therapy on a hospitalized patient, and after successful puncture with the needle, found that blood leaked out of the end of the needle, which was immediately removed, and further inspection revealed that there was a small breakage at the end of the needle, and the defective device was stopped and replaced with a new one to continue treating the patient. Further examination revealed a small tear in the end of the needle, and the defective device was stopped and replaced with a new needle to continue treating the patient. Re-puncture increased the patient's pain and had no effect on the patient's condition. Annex-a code has been amended.